Event description:
It was reported that the patient presented to the emergency room after experiencing five inappropriate shocks for an episode of supra ventricular tachycardia (svt) that was probably atrial fibrillation (af)/atrial flutter/atrial tachycardia. The patient underwent an atrioventricular node ablation. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: 09300079, lead, implanted: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further clarified that the patient had received five inappropriate shocks for an episode of ventricular fibrillation (vf) tha t was misclassified as atrial fibrillation (af)/atrial flutter.